Event description:
During a pta of a subclavian vein stenosis, the doctor went up through a graft into the subclavian, dilated the balloon and tried to put tht balloon back in through the 7f sheath, but it wouldn't go back in. The doctor then switched to an 8f, but could not get the balloon out the 8f. The doctor didn't think that they had any pressure on the balloon, so she attached a syringe and applied negative pressure, but still could not get the balloon out. The sheath and balloon was pulled out of the patient as one unit. The patient is fine.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This included passage through appropriately sized introducers during manufacturing. The returned sample consisted of the catheter and an introducer of unk origin. The introducer was an 8f and was severely disorted at the proximal end of the sheath. The distal tip was also lightly peeled back and disorted. The catheter was severely kinked at the distal end of the strain relief. The shaft had a severely necked down area starting approximately 13cm from the distal tip about 6cm in length. A .035 inch guide wire placed in the proximal end of the catheter met resistance at the kink at the strain relief. The guide wire was introduced distally and could only pass up to the necked down portion of the shaft. The balloon was inflated to rated burst pressure, 24atm with no leaks. After deflation, the balloon could not be removed from the introducer sheath because of the condition of the introducer. Upon dissection of the balloon, it was noted the the glue bullet had cracked and become dislodged from the catheter. It could not be determined of the glue bullet failure caused the introducer passage difficulty or if the forceful attempt of insertion/withdrawl of the catheter from the introducer caused the glue bullet to fail. The result of the investigation is confirmed, and the definitive root cause is unk. Since the manufacture of this device, adhesion, and the glue bullets are 100% visually inspected under magnification.